Event description:
The pump was returned for investigation. Evaluation revealed the u24 component was found to be defective. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the component u24 was defective. Replaced defective component and audible tone responds and current draws returned to within specifications. This display lens was found to be scratched. (B)(6).